Manufacturer narrative:
Other, other text: device evaluation: the smiths medical cadd extension sets were returned for analysis in an unused condition and the sample were received in unused conditions within their original package. According to the investigation, all the complainant returned units were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according un procedure ?visual inspection? Md01-003 rev. 102. Section 3.0. Functional testing was also performed on all returned samples using the hydrostatic vessel in order to detect any leaks and no leaks were detected. The customer reported problem could not be confirmed. According to the investigation the root cause cannot be determined since no leaks were found in the samples received for evaluation. No corrective actions are required since the complaint was not confirmed; however, the manufacturing personnel was notified by the quality engineer as awareness of the failure mode reported by the customer.

Event description:
Information received indicating that a smiths medical cadd extension leaked within a week. No adverse effects reported.